Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 51 mg/dl. They treated with food. Their current blood glucose level was 246 mg/dl. The customer stated their blood glucose level was low due to not having the sensor. They treated their high blood glucose with a bolus from the insulin pump. They declined troubleshooting for the low and high blood glucose. The device will not be returned for analysis.